Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. The sleevehead of the lead was extrinsically damaged and there was an observation with the mcrd (monolithic controlled release device) that contains the steroid. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted that the lead was returned with severe damage. The mcrd was damaged/deformed. The helix was able to be extended/retracted but extension/retraction turns were out of specification. All those damages contributed to the complaints of helix extension/retraction.

Event description:
It was reported that during an implant procedure the helix on the right atrial (ra) lead would not extend. The lead was not implanted and was replaced with a different lead. No patient complications have been reported as a result of this event.